Event description:
It was reported via repair work order that the lift would not move up or down and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the fowler was stuck in an elevated positiion due to a damaged weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.issue was resolved for the customer by recommending the replacement of the fowler. Customer does not plan on fixing the bed; stryker will be available for further communication and assistance.